Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was sitting down. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer stated that his blood glucose levels had not been good and that a battery replacement did not resolve the button error issue. He was unsure whether the device had been exposed to moisture or a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms or button error alarms were noted during testing. However, the device was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and it passed. The device had intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked battery tube threads, and minor scratches on the lcd window.